Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited under-sensing and a delay in high voltage therapy during ventricular fibrillation (vf) episodes. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related.